Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, minor scratched display window, cracked keypad overlay, cracked case on the battery tube side, moisture damage in battery tube, and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack. Customer went swimming and the insulin pump had water in the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.